Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer; other relevant device(s) are: product ID: neu_unknown_prog, serial #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient who was receiving morphine with concentration 25 mg/ml at a dose rate of 8.368 mg/day via an implantable pump for non-malignant pain. It was reported that a programming error occurred regarding the wrong drug concentration having been entered. The patient had a refill the day before (B)(6) 2018 with a concentration change, but the hcp programmed the wrong concentration. The patient had 25 mg/ml of morphine when he walked and the hcp filled the reservoir with 10 mg/ml of morphine. However, the hcp programmed the new concentration to 20 mg/ml. The hcp was requesting help with reprogramming the pump correctly. They updated the pump to the new correct concentration and programed a new bridge bolus using advanced mode. The issue was resolved; all programming was confirmed and entered successfully. It was noted that the catheter volume was 0.187 ml and the old drug desired dose was 8.368 mg/day; 19.5 hours passed since the last update. The bolus duration was 14 hours and 49 minutes; 0.206 ml was the new bridge bolus volume. The patient was receiving the now receiving morphine with concentration 10 mg/ml at a dose rate of 8.368 mg/day. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product: product ID a810 product type software information references the main component of the system. Other relevant device(s) are: product ID: software, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was indicated that the tablet (clinician software application) was beingused at the time of the event, however the serial number was unknown. The original version (1.0.7493) of the software application that came out was used regarding the tablet. The patient¿s weight was also unknown. Regarding the cause / circumstances that led to the programming error, it was clarified that the nurse had just accidently programmed 20 mg/ml instead of 10 mg/ml.